Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Sample and swab type were not provided. Information regarding use of viral transport media (vtm) was not provided. Confirmation testing with pcr (not further specified) generated positive results (CT values not provided). No patient information, including symptoms, treatment and outcome, was provided. Attempts to gain further information were not successful. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.